Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was leaking at connector where tubing clicks into cannula housing/site event on 01-feb-2024. The patient immediately removed the infusion set. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.